Event description:
On 13 june 2022, neotract became aware of a patient who received a successful prostatic urethral lift (pul) procedure on (B)(6) 2022. It was reported that after placing the implant, a portion of the needle was visualized in the patient. The needle and implant were removed with forceps, and it was reported the entire needle was removed from the patient. The device has not been investigated by neotract at this time. The patient was reported to have received a catheter and did not experience any adverse events related to the procedure.